Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service provided information and assistance for resetting the pump, and the customer was able to continue using the device without the malfunction recurring. The caller was advised to contact customer service should the malfunction code reappear and acknowledged this advice.